Event description:
The patient presented with venous inflow stenosis of a pre-existing fistula in the arm. Following withdrawal of a 6x10 viabahn device because of inability to deploy the device, the physician advanced and positioned another 6x10 viabahn device. He was able to deploy (expand) approximately a quarter of the device before deployment stopped. The device was removed with the introducer sheath without any harm to the patient. The procedure was completed implanting a bare metal stent.

Manufacturer narrative:
A review of the manufacturing records was conducted. The review of the manufacturing records verified that the lot was processed normally and pre-release specifications were met.